Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A search for products shipped to the customer in the three (3) month time frame which immediately preceded the event occurrence date was performed. No shipments were identified and therefore a device history record review could not be performed. There are no recalls associated with this type of event. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Method code (transcription error- c139465 should be c139456), investigation summary (transcription error- missing trend details) plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A search for products shipped to the customer in the three (3) month time frame which immediately preceded the event occurrence date was performed. No shipments were identified and therefore a device history record review could not be performed. There are no recalls associated with this type of event. The manufacturer performed a harm trend evaluation of the event and there were no findings. As a physical evaluation could b\not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette when removing the cassette from the cycler at the end of pd treatment. The peritoneal dialysis registered nurse (pdrn) reported receiving multiple air detected in cassette alarms during an unknown phase of treatment. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. The peritoneal dialysis registered nurse (pdrn) was advised to discontinue the use of the cycler. A new cycler was issued. It was reported that an alternate treatment option was available. Additional information has been requested, however to date has not been received.